Event description:
It was reported that the customer experienced intermittent issues of the insulin gauge displaying an amount different than expected. The customer will continue to use the current pump for insulin therapy. There was no reported adverse impact to the customer's blood glucose level.